Event description:
The rep is reporting that during an arthroscopic shoulder repair, one of the two sutures of the fixation device broke while the surgeon was snugging it down after anchor insertion. The surgeon concluded the repair as is without further issue or harm to the pt, however, because of the one suture fixation, he is not totally confident with the integrity of the repair.

Manufacturer narrative:
Although it is reported that there is no pt consequence, we do not know what impact, if any, this event will have on the pt. It is because of this uncertainty that this report is being filed to document this event.